Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited crosstalk. No intervention or additional information was reported.

Event description:
New information reported on (B)(6) 2018 stated that review of a remote transmission via merlin.net revealed that the pulse generator continued to exhibit crosstalk. The device technician would discuss the event with the following physician and determine on how to proceed. No patient symptoms were reported.